Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. Device evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was tool breakage. No patient impact reported. It was also mentioned as no procedure extension due to the oc currence of a defect, no remaining damaged piece in the patient's body, spare product was used to complete the procedure.

Manufacturer narrative:
H3: product analysis: evaluation of the device determined that tool received used and broken. Fracture was at tapered portion of stem just behind the head. Fracture face was rough and jagged. The suspected root cause was excess load was applied while stationary medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On follow up, it was confirmed with the health care professional that there was no patient or staff impact.